Event description:
The account alleges that the device will not go into trendelenburg due to the trendelenburg assembly being broken.

Manufacturer narrative:
The tech replaced the trendelenburg bracket, trendelenburg gas cylinder, limit cable assembly, and trendelenburg bolt, which resolved the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.